Event description:
Procedure type: resection. Patient gender: unk. According to the reporter: the knife cut only 5/8 of the circular anastomosis. When removing the instrument from the tissue, the surgeon had to pull it off, which damaged the tissue. A lower resection was needed to perform a new anastomosis with another instrument.